Event description:
This is a report of a patient with an inguinal hernia coincident with peritoneal dialysis (pd) therapy. The home patient (hp) had initially contacted baxter's technical service center requesting assistance with disconnecting from the homechoice (hc) machine. The hp stated he had a hemo line put in the day before and stated that he forgot that he was not supposed to do pd therapy as he had a hernia. The hp's registered nurse (rn) confirmed the hp's report of a hernia and clarifed it was an inguinal hernia. The rn also stated the hp has had no issues with overfills or any other pd issues related to the hernia. The hp is no longer on pd and is now on hemodialysis. The hp has not made a decision at this time as to what future steps he will take to treat the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the condition could not be confirmed, and the root cause could not be determined. If additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An investigation is currently under way; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.